Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/06/2016 that on (B)(6) 2016, the patient experienced a rash. The sensor was inserted into the upper buttocks on (B)(6) 2016. Dates are approximate. Rash was located around the adhesive. The affected area was treated with allegra, prescribed by the patient's doctor on (B)(6) 2016, due to a previous rash. At the time of contact, the patient still had the rash. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.